Event description:
It was reported that during routine office visit approximately 2 years post op, patient complained of pain. X-rays showed that four set screws had backed out. A revision surgery was performed.